Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between mar 12, 2026 and may 11, 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was exchanged from the patient's right eye due to a refractive surprise identified during a postoperative examination following implantation. The issue was reported not to have significantly affected the patient's daily activities. The replacement lens was a preloaded monofocal iol, model dib00, with a power of +22.0 diopters. It is unknown whether any procedural delays occurred during the lens exchange procedure. The patient's outcome is unknown. No further information was provided.